Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of unconfirmed "biofilm" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection.

Event description:
Healthcare professional reported their patient was injected with juvéderm¿ voluma¿ a year ago by another healthcare professional. One (1) year after injection, patient experienced ¿biofilm for hyaluronic acid¿ in the cheeks and chin (middle third of the face). Patient was treated with clarithromycin and ciprofloxacin. Symptoms resolved 3 days after symptom onset and left no permanent damage.